Event description:
Asr revision; asr hip resurfacing system - left; reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr hip resurfacing system - left, reason(s) for revision: pain. Incorrect see below. Update received 24th october, 2013. Implant date, reason for revision amended. Additional hospital added. Reason(s) for revision: unknown. This is the resurfacing part of a resurfacing to xl revision. Xl products remain in situ. This patient is bilateral. Right hip not yet revised update received 23rd april 2014. Correction: original claimsuite attached. Hospital amended. New fields completed. Remaining updated information on claimsuite (surgery date, reason for revision) has already been confirmed to be incorrect by claims handler on 24th october 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr hip resurfacing system - left. Reason(s) for revision: pain. Incorrect see below. Update received 24th october, 2013. Implant date, reason for revision amended. Additional hospital added. Reason(s) for revision: unknown. This is the resurfacing part of a resurfacing to xl revision. Xl products remain in situ. This patient is bilateral. Right hip not yet revised. Update received 23rd april 2014. Correction: original claimsuite added. Hospital amended. New fields completed. Remaining updated information on claimsuite (surgery date, reason for revision) has already been confirmed to be incorrect by claims handler on 24th october 2014. Update 16 feb 2015: rec'd (B)(6) eclaims, marked as legal, kid, new revision date, exp dates for all products. Unable to determine if right hip has been revised as same revision date has been given for both hip. We will need a (B)(6) claimsuite for confirmation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.